Manufacturer narrative:
If information is provided in the future a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has showed over sensed noisy signals and low, out of range pacing impedances. The sensitivity was reprogrammed for this lead due to the mentioned noise. The lead safety switch (lss) was a concern due to polarity switch, therefore reprogramming around this feature was discussed. The rv lead remains in service. No adverse patient effects were reported.